Manufacturer narrative:
Concomitant medical products: product ID: 977a260, implanted: (B)(6) 2015, product type: lead. Ubd: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient has high impedances on the lead with 0-7 contacts. The patient is planned for a surgical intervention. The issue has not been resolved at the time of this report. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the high impedances was not determined. The patient will have the device explanted to resolve the issue but the high impedance issue had not been resolved. This information was confirmed with the physician/account. No further complications reported.